Event description:
It was reported that there was never therapeutic effect. The patient noted ¿problems¿ with the first stimulator. It was noted that it worked for the patient for only the first week and then stopped providing the pain relief. Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
Concomitant products: product ID 3777-75, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2013, product type lead; product ID 3777-75, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2013, product type lead; product ID 37743, serial# (B)(4), product type programmer, patient. (B)(4).